Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during insertion of a faradrive steerable sheath during a faraview procedure to treat a paroxysmal atrial fibrillation, after the physician introduced the farawave catheter and aspirated into the sheath, the physician saw numerous bubbles even after a few seringues. Air was visible into the sheath tubing. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported.